Event description:
Patient called in 2002 alleging their one touch basic meter would only prompt "apply sample" message. Patient was unable to test on their meter and went to the ER for treatment. Patient stated they have been getting "apply sample" message for a while, unable to state how long. On the day of the incident patient began to "feel ill, like they were high". Their friend drove the patient to the ER where their blood sugar was tested. Patient does not remember what the reading was only that it was high. Patient was given insulin and was released when their blood sugar was stabilized. No further information has been reported.